Event description:
It was reported that on random occasions the subject device would occasionally "beep" with error messages, or sometimes turn off with no outward symptoms. On one occassion the unit was allegedly observed to switch from servo to manual mode with no user intervention. There have been no reports of any injury connected with these events. The hosp biomed engineer thoroughly evaluated the unit and found it to function properly.